Event description:
Literature was reviewed regarding the relationship between the systemic immune-inflammation index (sii) and the risk of af recurrence after catheter ablation in hypertensive patients. The patients either had radiofrequency (rf) or cryo ablation procedure. The authors reported that for the cryoablation procedures there were 5 adverse events. One patient with atherosclerotic cardiovascular disease, two patients with a stroke/transient ischemic attack, one patient with phrenic nerve palsy (pnp) and one patient with pulmonary vein stenosis it is unknown if there was any intervention for the adverse events. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The authors reported that for the cryoablation procedures there were 5 adverse events. One patient with atherosclerotic cardiovascular disease, two patients with a stroke/transient ischemic attack, one patient with phrenic nerve palsy (pnp) and one patient with pulmonary vein stenosis. No intervention was reported. The baseline gender/age characteristics is female/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article nonlinear relationship and predictive value of systemic immune-inflammation index for atrial fibrillation recurrence after catheter ablation in hypertensive patients circulation: heart rhythm society. 2025; https://doi.org/10.1016/j.hrthm.2025.03 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.